Event description:
When removing a diagnostic catheter from the right radial artery, the catheter got stuck and would not come out of the sheath. Ultimately the entire sheath was removed, and obvious damage was appreciated to the sheath. This was already the planned end of the procedure; no apparent harm was observed. A radial band was placed to right wrist as usual protocol.